Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer(fse) ran the iabp on a test balloon for an hour and was unable to reproduce any alarms. The fse performed calibration, functional, and safety test. The unit passed all tests to factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had a leak in iab circuit. There was no known harm or injury to patient and no adverse event was reported.